Event description:
Patient said (B)(6) to (B)(6) 2026 apparently they lost one of the leads and they had severe pain that caused them to have to sit when they were trying to walk. Patient called the nurse and they said it was probably a lead that went bad and they should try one of other settings.

Manufacturer narrative:
Continuation of d10: product ID 39565-65. Serial# (B)(6) implanted: (B)(6) 2012. Product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.